Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) tip cover accessory associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "small holes¿ found on the mcs tip cover accessory. The mcs tip cover accessory was returned without the mcs instrument. A visual inspection was performed and the dark grey middle part of the mcs tip cover accessory exhibited two localized areas of melting, which is indicative of arcing. The tip cover exhibited gouges around the dark grey middle part, measuring 0.052" - 0.094". Light scratches down the mcs tip cover accessory were also observed, measuring 0.099" - 0.223".

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and intra-operative complication is unknown. Isi has requested for the mcs tip cover accessory to be returned to isi for evaluation. However, as of the date of this report, the mcs tip cover accessory has not been received. A follow-up MDR will be submitted if additional information is received about the event. The site provided photos of the mcs tip cover accessory involved with the reported event. The photos show two holes on the side (dark grey) area of the mcs tip cover accessory that appear to be cuts or tears. There is no conclusive evidence of melting or arcing observed around the two holes. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: monopolar curved scissors (part #470179-19; lot #n11200323-029) and site reviews have shown that no complaints were filed against the instrument. As of 20-aug-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the mcs tip cover accessory was found to have small holes which can be indicative of an arcing event. However, the root cause of the customer reported issue cannot be determined at this time. Also, although the patient sustained a ¿slight burn,¿ there is no indication that a serious patient injury occurred. The surgical procedure was completed using a backup mcs tip cover accessory and there is no evidence that the medical intervention was administered due to the burn injury.

Event description:
It was initially reported that during a da vinci-assisted urological surgical procedure, small holes were found on the monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument. The customer used a backup mcs tip cover accessory to continue. The procedure was completed with no reported injury. On 06-aug-20-2020, intuitive surgical, inc. (Isi) contacted a nurse from the site and obtained the following additional information regarding the reported event: the mcs instrument and mcs tip cover accessory were inspected prior to use. No arcing of electrical energy was seen during the surgical procedure. A slight burn was recognized. The patient is under observation and will leave the hospital as planned. No abnormalities were observed.